Manufacturer narrative:
The importer reported that user facility reported that one of their patients experienced hypopigmentation at the treatment site following the use of the alma harmony system. Multiple due diligence attempts were made to obtain additional information from the user facility but they were unsuccessful, therefore we are reporting this in good faith.

Event description:
The importer reported that user facility reported that one of their patients experienced hypopigmentation at the treatment site following the use of the alma harmony system.